Event description:
The manufacturer rep reported the pt was experiencing increased pain. It was suspected the pt was not getting good pain relief since the device was implanted in 2006. Upon further investigation, the catheter connector was found disconnected from the pump and a large seroma was found around the pump pocket site. The drug used in the pump is morphine sulfate 10 mg/ml at 25 mg/day. The hcp reattached the catheter to the pump and returned the pump connector to the MFR for analysis.

Manufacturer narrative:
Final device analysis results reveal - acceptable catheter testing.